Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer was unsure if the insulin she was using was potent or good enough. The customer's blood glucose at the time of admission was 700 mg/dl. The customer stated that her husband was giving her manual injections. The customer expressed vomiting as a symptom of her high blood glucose. The customer stated that the insulin pump was working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.